Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The reason for the procedure is not known at this time.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient lost the ability to communicate with their scs ipg. The patient lost access to effective therapy on an unknown date.

Manufacturer narrative:
Corrected data: the device code: wireless communication problem.